Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer changed the cartridge and has not received another alarm. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, a system check was not performed.